Event description:
It was reported by service report that the footboard was damaged on the bed leaving openings for potential fluid ingress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.